Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was noted that rising capture thresholds were observed on the right ventricular (rv) lead. The rv lead was abandoned in 2019. The patient was lost to follow up. The rv lead was explanted (B)(6) 2024 and replaced. The patient was stable.